Event description:
Reference number (B)(4). Event occurred in the united states. (B)(6) 2024, it was reported by the patient that four infusion sets fell off during use. Infusion set was in use for few hours. Patients' blood glucose was found to be 269 mg/dl the patient replaced the infusion set and insulin was resumed successfully. No further information available.

Manufacturer narrative:
(B)(4) - device 3 of 4.